Event description:
Procedure: lap donor nephrectomy. According to the reporter: the rubber tip fell off the end of the retractor. No tissue damage reported and the pt sex was not reported. The tip was retrieved by a lap dissector.

Manufacturer narrative:
Initial report submitted: march 7, 2008.